Manufacturer narrative:
The device was reported not to be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch # mw5110361.

Event description:
User facility medwatch received states: "patient had an endovascular aortic stent placed for aaa on (B)(6) 2021 where a perclose proglide was used. Patient began having trouble with right lower extremity for several months with arterial insufficiency and was taken back to operating room for a femoral endarterectomy on (B)(6) 2022. During the procedure they encountered dense scar tissue on the anterolateral surface of the superficial femoral artery and were able to visualize a foreign object in the proximal common femoral artery. When artery opened up using an 11 blade and potts scissors, it became obvious that this was a remnant piece of plastic from a perclose device, which was lysed in the lumen of the proximal common femoral artery. It appeared to be a piece of the footplate from a proglide closure device. FDA safety report ID # (B)(4)" follow-up information confirmed that the initial interventional procedure using the proglide device was on (B)(6) 2021. The follow-up surgery when the piece of the proglide device was found was on (B)(6) 2022.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted since the lot number was not reported. The product risk assessment identifies this as a foreseeable event. The cause of the reported difficulty cannot be determined. However, the subsequent treatment appears to be related to the circumstance of the procedure. In this case, it is likely a foot break occurred during a prior procedure and was not observed at the time of the event, however, this cannot be confirmed. The patient effect of obstruction/occlusion is listed in the electronic perclose proglide instructions for use, as potential adverse events of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: the piece of proglide footplate was removed during the follow-up surgery on (B)(6) 2022.